Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy (rcfa) post cardiac catheterization. There was no significant plaque and the puncture was reported to be a mid rcfa stick. The pt then experienced an acute onset of claudication, and there were no pulses in the right leg. The pt underwent surgery that day. No additional info was available.